Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller received information from the patient's nurse that patient doesn't have patient programmer but it is irrelevant as the ins isn't working anyways. Caller stated that the patient reported they tried changing the batteries a couple of months ago but it's not working. Caller stated patient had MRI in jan-2020 as well and caller didn't report any issues with that scan. Caller states the patient is needing an MRI but the ins has not worked in like 5 years and is off. Caller was unable to provide any further detail.